Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product was said to be involved. The trigger cord attached to the two-way handle, loading catheter, two prematurely deployed bands (one black and one amber) and irrigation adapter were returned. The barrel and four prematurely deployed bands were not included in the return. The two returned bands had constricted to their intended shape. The two-way handle was returned in the firing position. A visual examination of the device was performed. The trigger cord was examined and all deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: as returned we could not confirm the bands did not constrict as intended. A definitive cause for this observation could not be determined. Inadequate storage conditions (excessive light and heat) and/or sterilization may impact the ability of the bands to constrict. Premature band deployment can occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use direct the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an esophageal variceal ligation procedure, the physician selected a cook 6 shooter saeed multi-band ligator. The nurse was loading the six shooter onto the endoscope and ended up shooting two bands off into the endoscope bin where he was loading it on [bands prematurely deploy]. This kit was not used on the patient. The physician finished the case successfully with another manufacturers' device. This occurred prior to patient contact; there was no impact to the patient.